Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer's mother called stating that insulin pump shoots out insulin whenever the battery is changed, causing the customer to have low blood glucose. No blood glucose reading was reported. The customer has been sent a replacement insulin pump due to the prime anomaly.